Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided complete information for resetting the pump and assisted the caller through the process. After the pump reset, the error did not reoccur, and the caller was able to successfully start their sensor session.